Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Reports a leak at the venous drip chamber to mainline tubing connection. Reports that the tubing and drip chamber became completely separated after the patient was reinfused. 12/10-spoke with director of nursing who reports that the leak started approximately half-way through the treatment; the health care professional noted blood dripping onto the concentrate jugs just below the venous drip chamber. Reported blood loss was 100cc+. Line was changed and the treatment completed with no further incident. The patient was stable, did not require medical intervention, hematocrit and vital signs reported as stable. The line initially was saved, but was discarded a few days later. The director of nursing reports that these were the two lot numbers available for use that day, but is unsure which lot number the suspect device was from. A response letter has been sent to the facility. A medwatch form has been filed based on blood loss.